Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), the leak was observed while de-airing the dilator at the transition of the rotating hemostatic valve to the white part of the dilator. The tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 09 december 2025 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), the leak was observed while de-airing the dilator at the transition of the rotating hemostatic valve to the white part of the dilator. The tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.